Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On 09/10/2025, it was reported that the patient experienced a skin reaction characterized by itching. Prior to sensor insertion the area was prepped with alcohol. On 09/10/2025, the patient began managing the reaction with two different oral antibiotics (cephalexin and doxycycline). The patient submitted the event through a web self-service form and did not reply to multiple requests for clarification regarding the prescribed oral antibiotic medications. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.